Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2007. The patient experienced multiple complications including erosion, formation of scar tissue, additional surgeries, and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence and interstitial cystitis. It was reported that following insertion the patient experienced severe constant pain, gross hematuria, bladder leaks frequently, constant pain, problems sleeping due to severity of pain, recurring infections, suffers emotionally from shame of wetting herself and is unable to work or leave home because of this. The patient is constantly swollen and feeling ill. The patient¿s incision site is frequently raw, bleeds, is painful and pussess [as written]. The patient lost sex drive because of injuries and has been unable to have sex with spouse since 2007. It was reported that the patient was re-admitted to the hospital due to gross hematuria after surgery on (B)(6) 2007. It was reported that the patient experienced urethral obstruction and underwent cystoscopy and urethral exploration with removal of eroded urethral mesh on (B)(6) 2009. The patient was in a motor vehicle accident on (B)(6) 2009 and went to the hospital where the patient had a cystogram that was negative for bladder leak. It was reported that the patient underwent retropubic cystourethropexy on (B)(6) 2009 due to stress urinary incontinence and urethral insufficiency with a symptomatic cystocele. The patient has a non bacterial cystitis. No additional information has been provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient had a mesh revision surgery on (B)(6) 2009 due to erosion through the urethra. The physician was able to remove a significant segment of the sling.